Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a critical pump error. The customer saw a red x on the display. The insulin pump was not bumped or dropped. The customer's blood glucose level was 160 mg/dl. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to corroded force sensor. The motor had a corroded motor home switch. The insulin pump was received with corroded electronic assemblies. The insulin pump was received with minor scratches on case, keypad overlay texture damage, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.